Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient saw their heal thcare provider on tuesday and that evening when the patient laid flat on their back they had a shocking sensation all up and down their left leg. Pt eventually turned stimulation off. The next day the patient turned everything down thinking that might be the problem but they still had the shocking sensation every night when they laid down and they ended up turning it off because it was too strong. Pt had not tried a different group for they only turned stimulation down. The patient was redirected to their healthcare providers to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said they had met with a manufacturer representative (rep) for reprogramming and that the shocking sensation seems fine now.